Event description:
It was reported that during a carotid artery procedure, the tips of two instruments broke off during a carotid procedure. Both of the tips were found and the case was completed with standard bipolar without any patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The devices were returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched on both devices. The devices were functionally tested with a generator and an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.